Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pfa procedure, it was noted that the sheath was leaking blood from the hemostatic valve. The sheath was exchanged and the procedure was completed with no adverse patient consequences.